Manufacturer narrative:
Product evaluation: the device was received in service and repair. Pre-repair temperature testing was performed on the indigo handpiece. After running the device for 1 minute at 80,000 rpm¿s, the temperatures were recorded as follows: rear ¿ 27.2 degrees c, middle ¿ 31.5 degrees c, and, nose ¿ 61.3 degrees c. Analysis of the device found that the top of the bearings were covered in rust. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The surgeon reported that during a tympanoplasty "the device overheated so much that it was almost unbearable to hold in the hand." The procedure was completed with the reported product; there was no patient impact or injury.